Manufacturer narrative:
Additional information was provided in d.9., h3, h6 and h11. Then lens was returned in the lens case, posterior surface up. A small amount of viscoelastic was dried on both sides of the lens. One haptic was bent-distal area. The optic had a deep gouge on the posterior surface from the edge going in. This damage was similar in appearance to damage caused by forceps used to grasp the lens. Batch record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the batch record were met. A qualified handpiece and cartridge were indicated with unknown viscoelastic. The lens was returned and one haptic was bent at the distal area. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Very little viscoelastic was observed on the lens. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during intraocular lens implantation surgery when using the lens, a haptic is found to be bent with no patient contact. The procedure was completed on same day without any harm to the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).